Event description:
It was reported that patient experienced infusion set occlusion issue at the site event on (B)(6) 2026. The site of insertion was abdomen. The patient changed soft cannula infusion set only and resumed insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.